Manufacturer narrative:
Product complaint # (B)(4). The viper cannulated polyaxial screw driver shaft was not returned to the customer quality unit for evaluation. A device history record review could not be conducted as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the polyaxial screw driver shaft we are unable to confirm the reported issue or identify the root cause. As the device was not returned for evaluation, device failure cannot be confirmed. No further complaint action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported screw driver tip broke while screwing into hard bone. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.